Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tuohy syringe was blocked with no flow back. No loss of resistance when advancing the yellow ligament ("blocked plunger"). No flow back into syringe when disconnecting the syringe". As a result, a new catheter was inserted. The patient required a blood patch. The patient status is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tuohy syringe was blocked with no flow back. No loss of resistance when advancing the yellow ligament ("blocked plunger"). No flow back into syringe when disconnecting the syringe". As a result, a new catheter was inserted. The patient required a blood patch. The patient status is reported as "stable".